Event description:
Not successful with the jada [device ineffective] no other ae reported, no pq. Reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from nurse referring to non-pregnant female patient of an unknown age. The patient's current condition included boggy lower uterine segment. The patient's medical history, concomitant medications and drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route (defaulted) for unknown indication. On an unknown date, patient had an issue with a boggy lower uterine segment and not successful with the vacuum-induced hemorrhage control system (jada system) (device ineffective). No additional adverse event reported (no adverse event), no product quality complaint reported. Upon internal review, the event device ineffective was considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.